Event description:
It was reported the programmer would not power-up. The power cords were switched and it still did not work. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer will not power up, there was a loose electrocardiogram (ECG) connector on the link electronic module (lem) board and there were broken keyboard hinges. (B)(4): analysis found that the cable was out of specification, electrically.